Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon the patient experienced multiple infections at the implant site and subsequently was treated with oral and topical antibiotics (dates and duration not reported). Abutment replacement is planned; however, it is unknown if this has occurred as of the date of this report.